Manufacturer narrative:
The customer contacted a siemens customer care center and reported a discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. Calibration and quality control (qc) acceptable on the day of the event. The siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed service checks and ran mixer diagnostics. There was no evidence of an instrument malfunction. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated on the same instrument, generating a higher result, which was reported to and accepted by the physician(s). Another sample from the same patient, identified as (B)(6), was also processed in duplicate for vanc on the same instrument and both results recovered at 19.1 ug/ml. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00166 on 19-jul-2021. Additional information (06-aug-2021): the patient was undergoing vancomycin therapy. Section b7 was updated to reflect the additional information. Siemens further investigated the issue and determined that there was overall consistency between the discordant result and its subsequent repeat. Siemens concluded that inconsistent vancomycin (vanc) results were generated from the same sample aliquot. Therefore, issues with sample delivery/mixing were further investigated. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Siemens concluded that either pre-analytical variables, sample integrity, or inconsistent sample delivery potentially contributed to the falsely depressed vanc result. The investigation findings and investigation conclusions sections of h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.